Event description:
It was reported that during central processing, the tip of the monopolar curved scissors instrument was found to be broken. There was no report of patient involvement or reported injury from the last procedure in which the instrument was used. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The instrument was found to have a broken tip after central processing was completed. The customer noted that the site does not have the broken piece from the tip. No additional information from the procedure on (B)(6)2021 in which the instrument was last used, was available. No further details were given.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. The failure analysis investigations confirmed the customer reported complaint. The instrument was found to have the tube adapter broken. A piece measuring 0.042 x 0.074" was broken from the adapter. The broken piece was not returned with the instrument. An in-house mcs tip accessory was successfully installed on the tube adapter despite the damage. The root cause of this failure is attributed to mishandling/misuse. A review of the device logs for the mcs instrument (part# 430004-53 / lot/serial# (B)(4). ) associated with this event has been performed. Per this review of the logs, the mcs instrument was last used on (B)(6)2021 on system serial# (B)(4). There were 18 uses remaining after this last usage. No image or video of the event was provided. Based on the failure analysis investigation results , this complaint is reportable this complaint is considered a reportable event due to the following conclusion: the instrument was found to have the tube adapter broken with a piece measuring 0.042 x 0.074" broken off from the adapter and not returned with the instrument. The fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.